Event description:
A surgeon reported to clinical application specialist (cas), that after hearing a hissing sound during vacuum 1, they re-docked and made the flap and the flap was not deep enough, so they stopped and applied a bandage contact lens and sent the pt home. Surgery will be re-scheduled. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.(B)(4).